Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device with red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Corrected data: h.6. (Method 4111).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported for right side "benign isolated punctate calcifications", "dense lymph nodes in the right armpit", "axillary supernumerary tissue", "right implant with lobed contours with an image compatible with abundant periprosthetic fluid and possible intracapsular rupture", "displacement of prostheses", ¿pain and increase of volume in right breast", " asymmetry¿. The device remains implanted.